Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, during implantation, the loaded device was inserted into the eye. An overpressure caused an anterior and posterior capsular rupture. The implant was reported to be in good condition; it was highly likely that the rupture originated from the insertion device. The patient was informed. The implant was left in place after operative maneuvers aimed at preserving the implant. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).